Event description:
Info was rec'd from a foreign country that a pt was observed with diffuse lamellar keratitis after a bilateral refractive surgery. Both eyes were lifted and cleaned; the right eye the next day post-operatively, and the left eye two days post-operatively. Visual acuity (best corrected visual acuity): both eyes, pre-op: 20/25. Post-op, 20/40. The user facility stated that the device is being returned but has not yet been rec'd by the MFR.